Event description:
A power source alert was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by keeping the wall adapter plugged into a working outlet for at least 30 minutes, which allowed the pump to begin charging again. No further assistance was required.